Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their reservoir. The customer states they have issues with air bubbles in the reservoir and insulin. The customer states the device will not alarm for no delivery, but they have been having high blood glucose levels due to no delivery. The customer's blood glucose level at the time of incident was unknown. The customer states there are a lot of air bubbles in the reservoir. Troubleshoot was conducted. The customer was assisted in clearing the air bubbles, and was informed on proper priming and insulin storage. No further assistance needed at this time.